Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, a low amplitude signal was exhibited. Upon review, air was believed to be trapped in the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Due to the air entrapment, oversensing of noise was also observed which led to the delivery of five inappropriate shocks, which exhausted therapy. The s-ICD was reprogrammed until the air dissipated and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This subcutaneous implantable cardioverter defibrillator (s-ICD) was later electively explanted with no further allegations being made against it and was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. High power visual inspection of the header noted a hole in the peal plug but no other anomalies were otherwise seen with the device. The s-ICD was able to be interrogated and a memory download was performed successfully. The s-ICD was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The s-ICD operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.